Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary visual inspection: the depth gauge f/long-scr ø3.5 meas-range u (p/n: 319.090, lot #: 23p9504) was returned and received at us cq. Upon visual inspection, it was observed that the device was received assembled with a slider assembly (lot #: l242473) and the distal tip of the needle was deformed and broken. The broken fragment was not returned. The differences in the lot numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device components when reassembling them. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed depth gauge for long screws d3.5 mm complaint confirmed? Yes, the device received was broken and deformed. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the depth gauge f/long-scr ø3.5 meas-range u (p/n: 319.090, lot #: 23p9504). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. The differences in the lot numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device components when reassembling them. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 319.090. Lot: 23p9504. Manufacturing site: bettlach. Release to warehouse date: 18 february 2020. Expiry date: n/a. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Part # 319.090.500. Lot # l242473. Manufacturer: bettlach . Release to warehouse date: 03 feb 2017 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part: 319.090. Lot: l307183. Manufacturing site: bettlach. Release to warehouse date: 03.apr.2017. The device history record shows this lot of 100 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Corrected data: h3, h6.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the tip has broken off a depth gauge 3.5mm making it unusable. The rest of the metal probe is bent out of shape as well. This report is for a depth gauge. This is report 1 of 1 for (B)(4).